Manufacturer narrative:
Additional information: device lot number and manufacturing date provided.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturing date for evaluation. Visual inspection found that the end cap was removed from both ends of the handle. The instrument passed functionality testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement small straight ratcheting handle shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was hammering their navlock handle, and the top silver tap came off. Small straight ratcheting handle was deemed usable. No further details regarding this issue were provided, specifically when in the procedure it occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.